Manufacturer narrative:
(B)(4). Investigation results: a fully constrained wallflex biliary stent and delivery system was returned for analysis. Visual evaluation of the returned device found that the stainless steel tube was actuated beyond its reconstrainment limit. The outer sheath was broken at the outer diameter: proximal exterior tube ¿ endoscope interface (at the proximal end of the guidewire access sheath). A functional examination found that it was not possible to deploy the stent using the delivery system as received due to the broken in the sheath at the outer diameter, however, it was possible to manually deploy the stent. No issues were noted with the stent and no other issues were noted with the device. The noted issues to the returned device were consistent with the application of excessive force during device usage. It is possible that excessive force was applied due to anatomical or procedural factors encountered during the procedure, which limited the performance of the device. Therefore, the most probable root cause for this complaint is operational context. A review of the device history record (DHR) was performed and confirmed that this device met all material, assembly and performance specifications at the time of release for distribution. A search of the complaint database confirmed that no other similar complaints exist for the specified lot.

Event description:
It was reported to boston scientific corporation that a wallflex biliary rx fully covered rmv stent was to be used to treat a lesion in the common bile duct during an endoscopic retrograde cholangiopancreatography (ercp) with stent placement procedure performed on (B)(6) 2017. According to the complainant, during the procedure, the stent failed to deploy. The stent was fully covered by the outer sheath when it was removed from the patient and the procedure was completed with a another wallflex biliary rx stent. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine. This event has been deemed an MDR-reportable event based on investigation results which revealed that the outer sheath was broken at the outer diameter: proximal exterior tube ¿ endoscope interface (at the proximal end of the guidewire access sheath).